Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On an unspecified date in the last week of april 2026 (approximately 27-apr-2026; exact date unknown as the patient was unable to recall), the patient sought emergency room care for high blood glucose. The patient confirmed the pod was in use on the skin at the time (duration unknown) and alleged the event was related to the pod. Prior to medical attention, the patient reported increasing glucose levels despite multiple pod fills and correction boluses without improvement and reported poor pod adhesion. In the emergency room, the patient received intravenous fluids and lantus. High blood glucose was reported as the presenting condition and diagnosis. No additional symptoms were reported. Visit duration is unknown as not provided; the patient reported same-day discharge. Post-event follow-up with a healthcare provider and training manager occurred for troubleshooting. The patient subsequently reported no issues within approximately 12 hours. Device information: glucose values unavailable as the patient was unable to recall. The patient reported a ¿pod out of insulin¿ message. The cannula was confirmed inserted and appeared normal upon removal. The pink slide reportedly did not move forward. No redness or swelling at the site was reported. The patient reported leaking from the syringe during filling; no leakage from the pod site was reported.